Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One hundred and forty-eight events were reported for this quarter. One hundred and thirty-three devices were received for evaluation. One hundred and thirty-three events were confirmed during testing. One hundred and thirty-three devices were found to be affected by missing paint chips. Thirteen devices were available for evaluation but have not yet been received. Two devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 148 malfunction events in which the device had missing paint chips. There was no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 148 </noe> malfunction events in which the device had missing paint chips. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 18 previously reported events are included in this follow-up record.   Product return status: 13 devices were received for evaluation. 5 devices were not available to stryker for evaluation. Evaluation status: 13 reported events were confirmed during testing. 13 devices were found to be affected by missing paint chips.   18 devices were not labeled for single-use. 18 devices were not reprocessed and reused.